Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine bleeding, adenomyosis, menorrhagia and anemia on (B)(6) 2023, abdominal pain on (B)(6) 2022, chronic headaches on (B)(6) 2022 and obesity. As concurrent condition the report mentioned pelvic pain since (B)(6) 2023. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3132 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils,robotic-assisted laparoscopic hysterectomy,salpingectomy/ perineoplasty). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Pathology test] on (B)(6) 2022: tissue gastric biopsy (path) comment: pre-op diagnosis: gastroesophageal reflux disease, unspecified whether esophagitis present diagnosis: a. Stomach biopsy; on (B)(6) 2023: specimen information: tissue uterus +/- tubes/ovaries, medical disease (path) final diagnosis: uterus, cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: benign cervix with tunnel clusters. Secretory endometrium, negative for atypia and malignancy. Myometrium with adenomyosis. Left fallopian tube with focal endosalpingiosis. Unremarkable right fallopian tube. Clinical history and preoperative diagnosis: pelvic pain dub (dysfunctional uterine bleeding) encounter for preoperative laboratory testing gross description: received: in formalin specimen identification on protocol and container as: uterus, cervix, bilateral tubes specimen received: uterus with attached cervix and bilateral fallopian tubes. Left fallopian tube: 9.0 x 0.5 cm with a normal fimbriated end. The serosa is red brown, smooth, and [is grossly unremarkable]. Sectioning reveals a tan proximally pinpoint lumen with a metallic coiled wire that extends into the cornu. Right fallopian tube: 9.0 x 0.5 cm with a normal fimbriated end. The serosa is red brown, smooth, and [is grossly unremarkable]. Sectioning reveals a tan proximally pinpoint lumen with a metallic coiled wire that extends into the cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: patient and reporter information,medical history,lab data,indication,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3043 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3043 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.